Manufacturer narrative:
Investigation conclusion: explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported 2 false positive tests when testing with the cue covid-19 test for home and over the counter (otc) use. See case: (B)(4) for alternate false positive result. On (B)(6) 2022, customer tested with the cue covid-19 test for home and over the counter (otc) use (cartridge lot: 23720h, reader sn: (B)(4) and obtained a false positive result. The customer confirmed that they tested negative on multiple pcr tests (manufacturer and frequency unknown) and have tested negative on multiple cue tests (exact frequency and dates unknown).

Manufacturer narrative:
The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.